Manufacturer narrative:
D4: catalog number, serial number, and UDI, g5 and h4: manufacture date are unknown as no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that the device spontaneously reports high pressure alarm on pump. The patient changed cassette and alarm went off. Patient mixed a new cassette with new tubing and had the same alarm issue as on the first pump. Registered pharmacist advised patient to swap to back up pump. Patient confirmed alarm occurred again on back up pump. There was no blockage or kink in the tubing, clamps were not closed, and tubing was attached correctly. Patient stated both pumps were working fine previously. Cassette and tubing were changed out again and placed on back up pump, which primed successfully and was delivering for about 10 minutes before call was ended since everything seemed to be working. Patient called back later the same day and reported the same high-pressure alarm on the pump, despite efforts to troubleshoot the situation (swapped out pumps, cassettes, and tubing). Registered pharmacist advised patient to go to hospital and advised only other cause could be the site/central line itself. Later that same day and stated she was off remodulin for 5 hours, hospital flushed her line and gave her a bolus dose of medication (amount unknown). Patient has bad chills, headaches, body ache, and a fever of 102.3 fahrenheit since receiving bolus dose. Patient has been infusing since then at maintenance dose, md aware, no additional info, details, or dates available. Set flow rate and volume delivered are unknown. Position of the pump issue occurred is unknown. Patient was not admitted, serial numbers not provided. The reported product fault occurs while in patient use. Clinical injury is unknown. Pumps were not replaced. The patient has a backup product that they were able switch to. The patient was successfully able to continue their therapy after going to the hospital. The therapy is life sustaining. The outcome of the event was resolved.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a "high pressure" alarm is kinks in tubing or the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.